Manufacturer narrative:
Medical products: concomitant medical products: 3 peg 29mm patella, size 3 tibial baseplate, size 3 ps femoral knee. Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by legal brief, on or about (B)(6) 2014, patient underwent a left total knee replacement surgery in which an optetrak system was implanted to treat left knee degenerative joint disease. After implantation patient experienced pain and other symptoms and was ultimately diagnosed in 2021 with failed left total knee arthroplasty. On (B)(6) 2022, as a direct and proximate result the patient required left total knee revision surgery to remove failed device and replace it with a new total knee replacement system.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g3, g4, g6, h2, h3, h4, h6 and h9 have been updated accordingly. Section d10: three peg patella 29mm (cat# 200-02-29 / serial# (B)(6)). Holding pin headed long 2 pack (cat# 201-78-10 / serial# (B)(6)). Trapezoid tibial tray sz 3f/3t (cat# 204-04-33 / serial# (B)(6)). Optetrak asy,ps cemented femoral, sz 3, (cat# 234-02-03 / serial# (B)(6)). (H3) as reported by legal brief, on or about september 22, 2014, patient underwent a left total knee replacement surgery in which an optetrak system was implanted to treat left knee degenerative joint disease. After implantation patient experienced pain and other symptoms and was ultimately diagnosed in 2021 with failed left total knee arthroplasty. On january 4, 2022, as a direct and proximate result the patient required left total knee revision surgery to remove failed device and replace it with a new total knee replacement system. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.